Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a battery malfunction. Specifically, it was reported that the iabp unit had low back-up battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter email address), e2, e3, g3, g4, g7, h2, h4, h6 (type of investigation, findings and conclusion codes), h10, h11. Corrected fields: a1, b5, b6, b7, g1, h6 (health impact code). Analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: ((B)(4)) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the battery charging voltage on power supply assembly and found that the output voltage is 28 volts. The fse checked the battery and found it to be defective which was replaced by the customer. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us upon completion of our evaluation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery malfunction. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.